Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately seven years and three months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt. The patient also reports anxiety, mental anguish, and stress. According to the information received in the short form legal brief, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation of all filter struts with multiple struts extending beyond the wall of the ivc, and into surrounding tissue/organs. The following additional information received per the medical records state that during the implant procedure, the right femoral vein was accessed and the filter was deployed in an unspecified location.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter, additional information received reported that the filter had perforated the inferior vena cava (ivc) with multiple struts extending beyond the wall of the ivc and into surrounding tissue/ organs. The patient reports anxiety, mental anguish and stress. The patient initially reported becoming aware of the events approximately seven years and three months post implant, and then reported becoming aware approximately nine years and two months post implant. According to the medical records, the patient has a medical history of pulmonary embolism, depression, schizophrenia, diabetes mellitus, type 1, obstructive sleep apnea, degenerative joint disease, morbid obesity, hypertension and is on chronic coumadin therapy. The patient was admitted with chest pain and dyspnea, and evidence of a deep venous thrombosis in the left lower extremity was noted to have been new. The indication for the filter implant was dvt with clot propagation on coumadin and vaginal bleeding. The filter was placed via the right common femoral vein and deployed at the l2-l3 vertebral body space, just below the renal veins. The patient tolerated the procedure well. A computed tomography (CT) scan was performed approximately nine years post implant. The coronal images were submitted for review forty-seven days later, sagittal reviews were not submitted. The reviewer noted that the filter is tilted, and all the struts perforate the ivc up to 5mm. Two anterior struts contact the bowel, one medial and one lateral strut resides within the soft tissues, one posterior strut contacts the l3 vertebral body and one posterior strut contacts the right psoas muscle. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter, additional information received reported that the filter had perforated the inferior vena cava (ivc) with multiple struts extending beyond the wall of the ivc and into surrounding tissue/ organs. The patient reports anxiety, mental anguish and stress that they became aware of the event approximately seven years and three months post implant. The procedure log indicated that the filter was placed via the right femoral vein and deployed with no complications. The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in an additional amended patient profile form (ppf), the patient became aware of the reported events nine years and two months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter outside the ivc and into organs, and tilt. The patient also report mental illness, stress, and anxiety. According to the medical records, the patient has a medical history of pulmonary embolism, depression, schizophrenia, obstructive sleep apnea, hypertension and is on chronic coumadin therapy. The patient was admitted with chest pain and dyspnea, and evidence of a deep venous thrombosis in the left lower extremity was noted to have been new. During the implant procedure, the right common femoral vein was accessed. The filter was deployed at the l2-3 vertebral body space just below the renal veins. The patient tolerated the procedure well.